Manufacturer narrative:
Per the clinic, the patient was administered with topical steroids (specific date and duration not reported).

Event description:
Per the clinic, the patient experienced crusting and improper healing issue around the abutment site. Subsequently, the patient was placed under general anaesthesia on (B)(6) 2024, to remove the abutment and underwent a revision surgery during the same procedure to clean up the tissue for a cleaner scar to aid in healing process. The internal fixture remains in place. Additional information has been requested but has not been made available as of the date of this report.